Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. The pump was monitored and no unexpected beep was noted. The keypad connector was found closed properly during visual inspection. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that his pump was beeping and none of the buttons were responding. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.